Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, seven reservoirs have had leaks which were causing issues. Customer stated he woke up and his blood glucose was 300 mg/dl and could smell insulin. He changed the reservoir and infusion set. Customer stated he discarded the reservoir the ones that weren't used. During troubleshooting customer mentioned the leak would occur where the reservoir connected at. No fluids were noted in the reservoir compartment or under the lcd. No cracks or slits were noted on the barrel. Customer was advise to return the reservoir and transfer guard. Customer agreed to return two reservoirs for analysis.